Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the resolution stereo viewer (hrsv) involved with this complaint; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, system inspection was conducted. The user noted that the vision side cart (vsc) touchscreen displayed the image on both the right and left eye. Following this, surgical port was placed. The surgeon sat on the surgeon console and observed no image on the left high resolution stereo viewer (hrsv) eye. Initial troubleshooting was performed by the user by reseating the camera cable and power cycling the system; however, this did not resolve the issue. Following this, the customer received phone assistance from the technical support engineer (tse). The tse assisted the user, further troubleshooting was performed by switching from 3d to 2d image; however, the left hrsv eye remained black. Following this, the surgeon made a decision to abort the procedure and perform an open surgery. No known impact or patient consequence was reported. Isi followed up and obtained additional information from isj safety control team stating that the initial system inspection performed by the user prior starting the da vinci-assisted surgical procedure did not include a verification of the hrsv eye on the surgeon console. Once the surgeon identified an issue with the hrsv, troubleshooting was performed. It was further reported that surgeon made a decision to perform an open surgery. During open surgery, expected bleeding occurred. The patient received blood transfusion in response to the bleeding. The amount of blood loss was not specified. During open surgery, hemorrhage occurred. The reporter stated that this was due to the operative nature of open surgery. The da vinci system did not cause or contribute to the report of hemorrhage. No tissue damage was reported. An isi field service engineer (fse) was dispatched to the customer site to conduct further investigation. The reported complaint was confirmed through field evaluation. Although good image was displayed on the vision side cart (vsc) touchscreen, the left high resolution stereo viewer (hrsv) eye displayed no image. The issue was resolved after the fse replaced the hrsv. After replacement, the system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis of the returned hrsv was unable to reproduce the customer reported issue of no image on the left hrsv eye. During evaluation, both hrsv eye displayed normally with a stable and solid display. The hrsv remained powered on and was placed under observation for several hours. The hrsv operated without issue. As part of routine service, the hrsv was restored to full specification and was verified as ready for use.